Event description:
It was reported by the attorney that the patient underwent exploratory laparotomy in 2000. Size 0 vicryl. The used/ infundibulopelvic ligament tied off with 0 vicryl. The patient subsequently ("immediately following") experienced severe pain at the surgical site and the wound opened at several sites. Additional exploratory surgery was performed and a conclusion of staph infection was reached.